Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced a lens rotation. The lens was repositioned. In a separate visit the lens was exchanged for a spherical lens of the same size. It was noted that the residual astigmatism was corrected by other methods.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).